Event description:
The reported complaint was not confirmed. Upon investigation, could not replicate the same alarms and beeps. Due to previous linux core crashes, it has been decided to replace the som, som heatsink, and main pcba.

Event description:
The following has been reported: ivenix IV pump started alarming in patient room. Alarm was a 2 tone alarm and lights were flashing red. Pump had been in standby mode for multiple hours. Pump was plugged in and had a full battery. Alarmed for at least 5 minutes and we were unable to be turn off. Finally turned off. Will now turn on and appears to be working but concerned about the unknown alarm. An initial review of the device logs reveals the following: processor hardware failure (linux core) this is the only information currently available, but fk has requested for the pump to be returned for further analysis. An active infusion was not delayed and no adverse event was communicated. Reporting due to the referenced issue further information is needed to complete the investigation.